Event description:
End-user called medtronic minimed, and stated that there has been an incident with ketoacidosis. On september 19, 2002 maersk medical received the complaint. No samples were returned for analysis.